Event description:
The consumer received half medication/ received partial dose, [incorrect dose administered by device] ,same patient came in for the shot again and the same thing happened again, the needle has clotted off mid injection with us unable to give the medication (second episode) [incorrect dose administered by device] , the medication was not coming out of the syringe as the needle was clogged, same patient came in for the shot again, the needle clotted before she was able to inject the patient [needle issue] , the needle clotted before she was able to inject the patient (second episode) [needle issue] . Case narrative: this initial spontaneous report concerns adverse events of incorrect dose administered by device and needle issue in a 49-years-old male patient (race was not reported) from united states. The patient's age at the time of event experience was 49 years. On 26-may-2026, amneal pharmaceuticals received information from nurse via a telephone call concerning above mentioned events experienced by patient while on amneal's risperidone for extended-release injectable suspension. Additional follow-up information (#01) was received from nurse via telephone call on 27-may-2026. Additional information included, additional events incorrect dose administered by device (second episode) and needle issue (second episode) were added and needle's lot number and other relevant information updated in narrative. Additional follow-up information (#02) was received from nurse via email on 29-may-2026. Additional information included patient¿s demographics (name/initial/address), product¿s serial number were added, event incorrect dose administered by device (second episode) verbatim updated. Narrative was updated accordingly. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50mg/vial (ndc: (B)(4), lot number: ap250592, expiry date: 30-nov-2027, serial number: (B)(6) and needle¿s lot number ap250445) for an unknown indication. Concomitant medication, concurrent conditions, allergies, history of smoking, alcohol use or recreational drug use, historical surgical procedure and laboratory tests were not reported. On an unknown date of 2026, the patient received the sealed medication box from pharmacy. On (B)(6) 2026, while injecting they observed that the medication was not coming out of the syringe as the needle was clogged and the consumer received half medication. Further nurse confirmed that the consumer did not experience any side effects due to the partial dose and the consumer was not hospitalized. Reporter confirmed that she followed all the instructions according to the package insert. The nurse further reported that the same patient came in for the shot again, and she followed the instructions as per package insert and the same thing happened again. The needle clogged before she was able to inject the patient. She confirmed that the carton had the same lot number as the previous one (ap250592) she had used that clogged the needle. She agreed to return the first carton only and the second vial (lot number ap250592), needle (lot number ap250445). Additionally, the reporter stated that twice now the needle has clotted off mid injection due to which they were unable to give the medication to the patient. Last action taken with risperidone in relation to incorrect dose administered by device, incorrect dose administered by device (second episode), needle issue, needle issue (second episode) was not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered by device, incorrect dose administered by device (second episode), needle issue, needle issue (second episode) was unknown. The reporter did not provide the causality of events incorrect dose administered by device, incorrect dose administered by device (second episode), needle issue, needle issue (second episode) with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.